Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva ID tractip 200 laser fibers were opened for use for a laser fiber testing procedure performed on (B)(6) 2018. According to the complainant, during preparation, a spark occurred at the connector of the fiber. A second fiber was opened and the same issue occurred. The procedure was not completed due to this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation on october 17, 2018 that two flexiva ID tractip 200 laser fibers were opened for use for a laser fiber testing procedure performed on (B)(6) 2018 . According to the complainant, during preparation, a spark occurred at the connector of the fiber. A second fiber was opened and the same issue occurred. The procedure was not completed due to this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Problem code 2532 captures reportable event of fiber misfired. The fiber was returned broken into two pieces. The first piece measured approximately 13.4 cm from the top of the connector to the break. The second piece measured approximately 304.7 which includes the entire distal tip. The returned fiber broke while laser energy was being applied as evidenced by the burn marks on the fiber jacketing. The cause code assigned to this event is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on event. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.